Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007985, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007985 was manufactured according to the work instruction (wi) version 97 and packaged in the machine multivac 14 on 03-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05592 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 02-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05591 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 01-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05590 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 01-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05593 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 03-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05598 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 02-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05600 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 02-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05601 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 03-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05602 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 04-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02633 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 30-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02634 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 30-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05599 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended inspection was created due to delamination, extended inspection was found within specification. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.